Event description:
During a cardiac electrophysiology procedure, the physician was using the whisper guide wire to guide a lead into place. He felt resistance when he went to remove the guide wire, and had trouble removing it despite moving all the other components he was working with. At one point, the resistance released, and he noticed there was a retained portion of the wire. The wire did not move during the rest of the procedure, and he elected no further intervention to remove the portion of the wire.